Event description:
Professor has used pinnacle system for the last 10 years and he has never had an experience where he has seen the poly wear early. Today professor is revising a thr hybrid that he originally did, with a pinnacle stanmore stem after only 6 years. Unfortunately although all looks well in the hip the pinnacle marathon poly wear showing on the x ray is not what you'd expect at 6 years. I have access to the anonymised x-rays and professor will be happy to let us have the actual implants following case. Please confirm the form / email I need to fill in and send off to follow this up. Professor wants to look into why this case failed early.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the z12cg1 lot code for implant disassociation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.